Manufacturer narrative:
The inflation device remained on neutral pressure during delivery of the device. The stent dislodged at the ostium of the left main. There was no attempt made to remove the stent. The dislodged stent was the reason for the surgery. Patient health status is alive and stable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The inner lumen patency was verified with a 0.015 inch mandrel. There was no deformation evident to the distal tip. No other deformation was noted. An angiographic image was returned for analysis with the labels ¿lm¿ and ¿stent¿ drawn on the image. The image shows a dislodged stent in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a severely tortuous and severely calcified lesion in the lad with 99% stenosis. The 1st diagonal was 99% calcified and the distal cx was 60%. The device was inspected with no issues noted. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent dislodgement occurred during delivery to the lesion. The dislodged stent was not removed and the patient was sent for urgent cardiac surgery.